Event description:
It was reported that a spectrum pump was falsely alarming for "bag near empty." Any pt involvement, injury or medial intervention is unk.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.